Event description:
Hub cracked when attempting to unscrew intravenous tubing, no hemostats were used; identified person setting peripherally inserted central catheter line and inserviced on use. MFR writes, "I am writing with regard to the above referenced complaint. I am enclosing copies of all correspondence relating to this complaint. I have been in telephone contact with the risk manager, and from the info she has given me, determined that this is not a reportable event, since there was no harm to the pt, no prolongation of the hosp stay and no intervention needed to prevent permanent damage to the pt. In each case, the catheter hub was found to be cracked following insertion, or a short time thereafter, certainly during the same day of the insertion. All insertions were carried out by the same clinician. Based upon this, and info given by" risk manager "during our telephone discussions, I do not believe these incidents to be due to product defects. If this were the case, I would expect to receive similar complaints from other facilities. I have made arrangements for an in-service program to be carried out, and offered to set up any certification requirements that may be needed. I will remain in touch with the facility to ensure a satisfactory conclusion to this complaint." MFR writes to facility, "I am writing to follow up on the problems experienced in your neonatal unit while using our 1.1fr premicath neonatal catheters. I have rec'd your 4 medwatch reports. I understand, from our telephone conversations that the catheters will not be returned to vygon for examination. As requested by you, I have contacted my distributor to arrange for an inservice program on these catheters. They will also be able to arrange certification classes for any of your clinicians who may want to attend such a course. In each case, the catheter hub was found to be cracked following insertions. All insertions were carried out by the same clinician. Based upon this, and our telephone discussion, I do not believe these incidents to be due to product defects. If this were the case, I would expect to receive similar complaints from other facilities. Since you state that hemostats were not used on the connections, we can rule this out as a cause. I believe the most likely cause may have been over-tightening the connection between the female luer locking hub on the catheter and the male luer of the extension set being used with it. This type of problem is most prevalent when a luer slip or push fit extension is being used, since connections and disconnections are often made by moving the male luer slip in an up and down motion to release the grip. (Lipid infusions tend to make this feel like a bonded connection). Ideally, luer locking connections should be used, and then only tightened with normal finger pressure. If luer slip connections are used, they should be disconnected using a clockwise or anti-clockwise twisting motion, rather than an up and down motion. I trust that my distributor has made contact with the unit, to discuss these problems with them. I will certainly stay in touch with you to ensure that this situation is satisfactorily concluded. I am very sorry these problems occurred in your unit, and hope there will be no re-occurrence of them."